Event description:
It was reported the klixon fuse on cardioplegia side of the device tripped. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device was investigated on site by a maquet technician and several issues were found to be problematic with the device. The following interventions were performed: the device board was replaced the mains & cardioplegia heater were replaced due to the klixon heater keep tripping finally it was found that the klixon fuse kept tripping. After several re-settings, no positive result was obtained and the device was not working. Based on the aforementioned issues, the customer then decided to replace the whole hcu40 device. Confirmation was received via email ((B)(6) 2016) that the device was replaced. No FDA evaluation code for "conclusions" is adequate for this complaint. This supplemental medwatch will also serve as a final response to this complaint.

Event description:
(B)(4). The initial medwatch for this complaint was submitted on paper under MFR report 8010762-2014-01383.

Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available.